Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that, during an office follow-up, an interrogation of the device yielded a message that the device was in bootloader mode. This is the second time this has happened. Technical services advised to do a magnet reset. Once done, the device was successfully interrogated. There were no adverse patient effects. The device remains implanted. It was reported that, during an office follow-up, an interrogation of the device yielded a message that the device was in bootloader mode. There was no model or serial number information on the programmer screen. The programmer wand was repositioned and additional attempts to get data from the device were unsuccessful. Technical services advised to do a magnet reset. Once done, the device was successfully interrogated. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during an office follow-up, an interrogation of the device yielded a message that the device was in bootloader mode. There was no model or serial number information on the programmer screen. The programmer wand was repositioned and additional attempts to get data from the device were unsuccessful. Technical services advised to do a magnet reset. Once done, the device was successfully interrogated. There were no adverse patient effects. The device remains implanted.